Manufacturer narrative:
The pump was returned for analysis. Pump analysis found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. (B)(4) no longer applies. (B)(4) also applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported the patient's pump was alarming every 10 minutes. It was noted the patient had already notified their nurse and physician. Additional information was received from a healthcare professional regarding a patient who was receiving 12mg/ml hydromorphone at 3. 149mg/day, and 9.6mg/ml bupivacaine at 2.5189mg/day via an implantable infusion pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that a motor stall was seen at the initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging (MRI) scan. The motor stall occurred on (B)(6) 2017 at 21:00. A healthcare professional interrogated the pump on (B)(6) 2017 and there was not yet a recovery. The patient was hospitalized due to withdrawal symptoms. The patient was sitting by a bonfire when the pump started alarming. The patient had nausea, chills and increased pain. The patient underwent a magnetic resonance imaging scan. It was stated the motor stall recovered on (B)(6) 2017 @ 07:48 and the patient was feeling better. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a company representative regarding a patient who was receiving dilaudid and bupivacaine (unknown dose and concentration) via an implantable pump. A random pump motor stall was reported; the patient claimed that she started feeling sick and went to hospital, they were unable to treat her because they were unfamiliar with the technology so she went to a different hospital and was admitted on saturday (B)(6) with withdrawal symptoms. While being treated at the hospital, she was given a magnetic resonance imaging (MRI) and the logs showed that the pump motor recovered on (B)(6). Patient stated that she was unaware of any interference that may have caused the stall, but did say that she had recently been involved in an alien encounter and had been subject to a full body scan by the aliens. She proceeded to describe their triangular ships the size of a military cargo plane and 9 ft tall gorilla like creatures roaming the woods of the (B)(6). The managing doctor was provided with the report logs and he was planning to replace the pump due to unknown cause of stall. Surgical intervention had not occurred, was planned but had not been scheduled. At the time of this report, it was unknown as to whether the issue was resolved, patient status was ¿alive ¿ no injury¿. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The device code (B)(4) no longer applies and was replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative. There had been two unexplained motor stalls. Returned pump logs show that a stall occurred on (B)(6)2017, with a tube set on (B)(6)2017 and a stall recovery on (B)(6) 2017. Another motor stall occurred on (B)(6)2017 with a tube set on (B)(6)2017. As of (B)(6)2017 the stall had not recovered. The pump was explanted and replaced on (B)(6)2017. It was noted that the patient recovered without sequela and that the pump had been prophylactically explanted to avoid in-vivo battery depletion.